Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. A conclusive cause for the reported detachment of a device component could not be determined as no detachment was identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The review of the event concluded the there were no cine images of the initial mid-lad xience xpedition stent that was inserted but could not be advanced. No conclusion can be drawn from the cine analysis regarding the reported xience xpedition shaft separation.

Event description:
Subsequent to the initially filed report, the proximal shaft separated inside the patient anatomy, but was simply withdrawn. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, narrow, and non-calcified de novo lesion in the distal left anterior descending artery. A 2.75x15mm xience xpedition stent delivery system (sds) failed to cross due to the anatomy and the shaft broke [separated] the procedure was successfully completed with an unspecified xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.